Manufacturer narrative:
(B)(4) date of event - the two (2) lens rotation dates are unknown. (Prior to explant of the lens). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a tecnis toric intraocular lens (iol), the lens rotated more than 5 degrees from actual orientation. In a secondary surgical procedure the lens had to be cut and removed, as it rotated twice and the patient had to be taken back to the operation room three times. A new toric lens was implanted without any other complications. No incision enlargement and no vitrectomy was required. It was reported that the patient when discharged is doing fine

Manufacturer narrative:
The intraocular lens was not returned to the manufacturing site as it was discarded by the customer; therefore product testing could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. The complaint related test is the dimensional inspection performed at lens generation. The results showed all dimensions are within specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu states that special care should be taken to ensure proper positioning of the lens at the intended axis following viscoelastic removal and/or inflation of the capsular bag at the end of the surgical case because residual viscoelastic and/or over-inflation of the bag may allow the lens to rotate, causing misalignment of the lens with the intended axis of placement. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint could not be confirmed. All pertinent information available to abbott medical optics has been submitted.